Event description:
Boston scientific received info that during a routine follow-up clinic appointment, this right ventricular (rv) lead was not capturing or sensing. However, stable pacing impedance measurements of 450 ohms were observed. An rv lead dislodgement was assumed. An invasive revision procedure was performed and the rv lead was explanted and replaced without complication. No adverse pt effects were reported during the procedure.